Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 436 mg/dl. The customer was treated with syringe injection. The customer was unable to troubleshoot at the time of call because she does not have supplies available. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer was able to clear the alarm and manual push insulin through the tubing.